Manufacturer narrative:
Catalog number and lot code are unknown. The device was reported as an unknown 36+5 head. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was a a right accolade hip revised due to failure at the head and neck junction.

Manufacturer narrative:
An event regarding a head that dissociated from the stem was reported. The event was confirmed. A material analysis has been performed. The report concluded: ¿the damages observed to the stem trunnion and femoral head were due to slippage between the two parts. This will occur when there is no taper lock between these two parts. It was not possible to determine why the stem to head taper lock came loose. No material or manufacturing defects were observed on the surfaces examined.¿ the provided medical information was reviewed by a consulting clinician who concluded: ¿many potential failure mechanisms have been discussed but still no evident patient-related, neither procedure-related factors are evident from the case that can be proven with adequate certainty although some assumptions on a possible failure mechanism through micro-separation have been made, something that cannot be established with routine imaging. The explant materials analysis confirms the damage but does not find any materials or manufacturing faults. As such the root cause remains speculation.¿ a review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as no lot information was provided. The returned devices exhibit damage that is consistent with dissociation of the head from the stem trunnion. No material or manufacturing defects were observed on the surfaces examined. The exact root cause of the dissociation could not be determined because insufficient medical information was provided. Further information such as x-rays taken and the revision operative report are needed.

Event description:
It was reported that there was a right accolade hip revised due to failure at the head and neck junction.